Event description:
Additional information was received from the patient. It was reported that the patient clarified that they didn't know what or how the leads on the left side were all bunched up. It lost #25 and could feel the leads, thus felt bunched on left side, below the ear. The patient noted they rarely used the device after unpleasant sensation when in use. They did keep the battery charged. There were no steps taken to resolve the issue and the event has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified that they lost 25 pounds of weight and could then could feel the leads that were supposed to run along the base of their skull were all bunched up together under their left ear. The stimulator no longer works. They would like to have it removed.

Event description:
Additional information received from the consumer reported that the leads migrated all over the left ear since a year and half ago and since then they haven't use the implant for couple years because the lead migrated and therapy isn't doing the job. Patient stated in (B)(6) 2020-2021 she was not sure, they had a strong wind storm and she fell and since then the lead migrated. Patient stated she did not have a doctor for the stimulation therapy. Patient stated her health issue is not related to stimulation device.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: per additional information, previously reported patient code is no longer applicable to the event. Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stated that has noticed symptoms and the leads have migrated to below her left ear. Pt was implanted with precipital neuralgia. Pt hasn't used the system in about a year but has been keeping the ins charged. Pt became ill about 5 months ago and lost 35 lbs which lead her to find out the lead migrated. She had to turn off the stimulation because it wasn't comfortable for her any longer. Ts redirected caller back to her hcp to discuss next steps and see if any of the issues she is reporting caused by the stimulation therapy or device. Symptoms reported: pain left arm, walking/balance is terrible. Headaches, ear aches and feeling pretty tough. Current wt: 115 lbs see general text for omitted information.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller reported that the patient claimed there was something wrong with the implanted wires. The caller reported that the patient claimed they had lead wires running up both sides of their neck and the wires on the left side were all bunched up. The caller was not familiar with the implanted system and could not provide specific details about the issue with the system. The caller was not with the patient. The caller will direct the patient to follow-up with ps.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial#: (B)(4), implanted:(B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 25-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.